Event description:
It was reported that during the implant procedure of the transcatheter bioprosthetic aortic valve a pre-implant balloon valvuloplasty was performed. Approximately 5 months following the valve implant the patient presented to the emergency department with chest pain and shortness of breath. An electrocardiogram (ECG) identified atrial flutter. An intravenous opiod was provided for pain. Approximately 6 weeks later, a pulsed field ablation for the atrial flutter was performed and the ablation was completed. The rhythm converted to normal sinus rhythm. The event resolved the same date as the ablation. The physician indicated the atrial flutter was causal related to the valve implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.